Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During an in-clinic follow-up, low pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected, but could not be confirmed, to be the cause of the event. Technical support was contacted and lead revision is anticipated, however, no intervention has been performed at this time. The patient was stable and will continue to monitored.